Manufacturer narrative:
Patient weight not provided by the site. No patient logs/files/scans have been returned to manufacturer for evaluation.

Event description:
A medtronic ent representative reported that, while in an ent procedure, the surgeon alleged the navigation system became inaccurate posterior in the sinus. There were no specific measurements, or further details, provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.